Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient stated they were visiting their son at his house and on the way there, the receiver was displaying an error icon display and then the sensor failed. The patient stated they were not home and could not change their sensor. While the patient was at her son¿s house, she felt fine and then she stated she felt like she had no energy. The patient indicated that she started taking glucose tablets and soon after passed out. The patient¿s son caught the patient before she hit the ground and sat her down to give her soda to drink. The patient stated that when she came to, she started drinking a dex4 fast acting glucose drink and did not need medical attention. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.